Event description:
Received report from abbott international (abbott-japan) which states "the tip of catheter (7mm approximately) separated during the insertion. There is no harm on patient, however the rest still remains in the pt's body."

Event description:
Additional info was received from the japan affilate which states " the device cannot be returned for testing because it was already disposed by the hosp. The pt did not require intervention the doctor experienced a difficulty of insertion and he attempted to insert strongly, however he could not completely do it. Then he pulled catheter for removal of the whole catheter. The product was used for stabilizing of blood pressure on the celiac cholecysteromy and for controling of labor pain afer operation. No other catheter was placed. 2cm of (the) catheter was left in the pt. No harm on the pt have been reported. The pt was already discharged without any harm." No further info was provided.